Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of chimney technique and single-branched stent graft for treating patients with type b aortic dissections that involved the left subclavian artery zhang, h., huang, h., zhang, y. Et al. Cardiovasc intervent radiol (2019) 42: 648. Https://doi.org/10.1007/s00270-018-2145-3. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients for the endovascular treatment of type b aortic dissections involving the left subclavian artery on unknown dates. Chimney technique was completed in some patients. It was reported on unknown dates post the index procedure the following adverse events were identified death. Per the physician the cause of the death is undetermined.